Event description:
It was reported that the rv (right ventricular) threshold had been rising over time. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592-45 lead, implanted: (B)(6) 2000; fr995-23 tissue valve, implanted: (B)(6) 2003. (B)(4).